Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas, with blood glucose reaching 48 mg/dl after the system corrected a rebound and drove glucose low during the second week of use; the user self-treated with candy and approximately 7 oz of soda and glucose subsequently returned to 108 mg/dl. Symptoms included feeling spaced out and an upset stomach. Outcomes included no medical intervention and resolution with oral carbohydrate. Investigation included complaint handling with troubleshooting and education, including discussion of possible target adjustments and secondary target training. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.